Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. H6 a0501 was replaced with a0401.

Manufacturer narrative:
D9: updated devices return status.

Event description:
A 54-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage c underwent impella 5.5 support via right axillary/subclavian arterial surgical access. During support, the device functioned as intended at p-7 providing flows of approximately 4.0 l/min with d5w sodium bicarbonate utilized in the purge solution. While on support, bleeding was observed around the blue impella hub near the repositioning button, with a small hematoma noted at the incision site. Evaluation identified separation of the blue suture hub from the white locking portion of the repositioning unit. The surgical team was notified and corrected the issue at the hub, with the cardiothoracic surgery team noting no immediate concern and the site reported as stable. Concurrently, the patient developed positive blood cultures. Despite no reported issues with pump performance, and out of precaution related to the hub separation and infection risk, the decision was made to explant the device and replace it via left axillary access. The patient survived the event and was successfully weaned from support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.